Event description:
Reporter alleged blood glucose measured 316 mg/dl back to back with a result of 36 mg/dl when testing was performed 2 minutes apart. Customer stated feeling low so retested and self treated with food afterwards and felt better. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.